Event description:
Infusion device cartridge compartment was wet with insulin. Pt experienced "very low" blood glucose level after this. Infusion device was requested for evaluation. The pt did not require treatment from a health care professional or second part to address the issue. No additional info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.